Manufacturer narrative:
Based on the information available for assessment, a relationship between the remunity system and the patient's symptoms could not be confirmed. Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information have been provided to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 16-jan-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 17-jan-2026. It was reported that the patient had pulled out their infusion site and after placing a new site, the patient experienced severe vomiting, diarrhea, and flushing. The patient was subsequently hospitalized on (B)(6) 2025. It was reported that the patient had possibly received a bolus dose from their old site; however, no further information regarding this allegation was provided. The patient was ultimately discharged.